Manufacturer narrative:
(B)(4). Insulation and conductor damage was noted at 29.6-30.7cm from the connector pin, consistent with clavicle crush damage. The conductor insulation was abraded. This is consistent with the observation from the field of low pacing impedance (B)(4).

Event description:
It was reported that the lead exhibited low pacing lead impedance. When the lead was explanted clavicular crush was noted there were no adverse consequences to the patient prior, during and post procedure.

Manufacturer narrative:
Insulation damage was noted at 29.6-30.7cm from the connector pin. The sensing, rv, and svc conductor insulation was abraded and the inner coil was exposed at this location. This is consistent with the observation from the field of low pacing lead impedance.